Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that fluoroscopy revealed an insulation anomaly. Externalized conductors were suspected. The lead was explanted.